Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, d9, h3, h6.

Event description:
Healthcare professional reported right side "intracapsular rupture" diagnosed via ultrasound and MRI. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
E1: phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture" diagnosed via ultrasound and MRI. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of rupture requested on february 12, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "intracapsular rupture" diagnosed via ultrasound and MRI. Device has been explanted and replaced with non-abbvie device.